Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to open drawer. A field service engineer (fse) reported that the customer was unable to open medication in mini drawer pocket 2. Hardware functionality was first confirmed by running the hardware test application on the mini drawers, which showed no mechanical or hardware issues. Reports revealed that all 100 hydromorphone tablets were loaded into pocket 1, while pocket 2 had been partially loaded by the loader. Two managers then performed a proper inventory, and all medication was consolidated and loaded into pocket 1 as per manager. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not open. User attempted multiple methods to open it, but it remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.